Event description:
Alleged atypical neurological disease syndrome, atypical connective tissue disease, occasional numbness and tingling in hands and feet, cold uticaria, dry eyes, dry mouth, cardiac palpitations, decreased memory and ability to concentrate, neck and back pain when standing up straight, chronic fatigue, weakness in muscles of arms and legs, loses balance easily, bruises easily, frequent urinary tract infections and night sweats.